Event description:
It was reported that the patient had frequent implantable pulse generator (ipg) charging. It was stated that the patient felt the need to turn the stimulation up to higher levels. The patient underwent an ipg replacement procedure and was noted that one contact had high impedance reading. Troubleshooting was done but it was not resolved. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.